Manufacturer narrative:
(B)(6). On investigation, the display was found to be dim, faded and discolored. Unrelated to the original complaint, the up arrow button demonstrated intermittent response when tested. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.